Event description:
The pt reported the down button on her insulin infusion device is not working properly. The pt also said the up button is very stiff. During troubleshooting, the pt stated she has gone swimming with the infusion device connected to her body. The pt was advised to disconnect from the device when she is around water sources. She was instructed to hold down the down key but the quick bolus screen would not appear. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.